Manufacturer narrative:
Patient code: no code available - additional procedure required to place a tunneled bard catheter. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a turbo-ject® double lumen power-injectable PICC was placed for treatment on (B)(6) 2018. The white hub was found cracked on (B)(6) 2018 and the line was clamped. As reported, the patient did not experience any adverse effects due to this occurrence, however, the customer states they are at a higher risk for infection. The patient will require an additional procedure in the or to place a tunneled bard catheter.

Event description:
A sus voluntary report, mw5080167, was received on (B)(6) 2018 and reconciled with this case.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information has previously been reported, is unknown or is unavailable. Device evaluation the reported used device was returned to cook inc. For evaluation. Visual inspection verified the report of hub separation (white). Investigation a document-based investigation reviewed the following: instructions for use, complaint history, review of device history record, drawing, quality control and device specification. A review of the device history record of the finished product shows zero non-conforming events that could contribute to this failure mode. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure. A complaint history search revealed one additional complaint has been reported for this lot number. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. Conclusion based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to investigate this failure mode. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.